Manufacturer narrative:
We have now concluded our investigation for the complaint received. No DHR/batch record review possible as no lot numbers have been made available. No complaint sample was available for assessment. The database of change controls for the intrasite product family was reviewed and it was found there were no changes to raw materials, manufacturing methods or equipment since the original qualification exercises that could have contributed to the issue experienced by the customer or alleged adverse reaction. Based on the limited information provided, the reported inadvertent leakage of the intrasite hydrogel from underneath the dressing and into the patient¿s left eye during the nighttime hours was the contributing factor to the reported multiple washings and probably contributed to the reported dry eye and eye pain, as the product is only intended and marketed for external use. Precautionary statements regarding the use near eyes are included in the gel IFU, which the patient reported he did not receive from the surgeon. However, given that the patient reports that both eyes continue to require nighttime irrigation, currently unable to rule out an undiagnosed or unknown sensitivity to the product, any one of its ingredients, or any other number of possible allergies or sensitivities. The patient¿s symptoms could also be unrelated. The patient impact beyond the reported dry and painful eyes cannot be determined. No further medical assessment can be rendered at this time. The investigation did not find product defect or manufacturing process issue. The complaint sample was not available but if received, further investigation may take place. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the patient has a wound over his left eye and has been using the intrasite gel with the dressing. At night the intrasite has been leaking into his eye causing him pain. He has had to wash it regularly. It has left the patient with the effect of dry eyes at nights and he have to get up and bathe his eyes. After three weeks the patient still have to get up in the night to bath both eyes to release eye lids to wash eyes.